Event description:
It was reported initially that the site's wand was not working and was thought to be defective. The MFR rep traveled to the site to troubleshoot the issue. It was additionally noted that the hand held screen was freezing after programming, and they were not able to perform diagnostic testing. The hand held and wand were returned to MFR for analysis. Analysis of the wand revealed that the 9v battery that was returned in the wand was depleted, and thus the wand was not able to interrogate a known working generator. Once the 9v battery was replaced with a known working battery, no further issues were identified. The wand performed according to functional specs. Analysis of the hand held is currently underway. The software flashcard was not returned to MFR for analysis, however (B)(4) attempts to obtain the flashcard from the site are underway.